Event description:
It was reported that a spectrum pump underinfused during an infusion of cisplat over four hours in the chemotherapy care area. It was also reported the bag volume was 2125 ml. The customer reported that when the infusion was started, the pump was zeroed and when the infusion was complete the total volume infused was 2900 ml. Any patient injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.